Event description:
It was reported that this right ventricular (rv) lead defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. The patient was seen for in clinic follow up. Review of stored device data noted shock impedance measurements had increased gradually before becoming out of range. An x-ray was performed and noted no obvious anomalies. The lead configuration was reprogrammed to distal coil to can and the remote home monitoring alert value was increased. The physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) lead defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. The patient was seen for in clinic follow up. Review of stored device data noted shock impedance measurements had increased gradually before becoming out of range. An x-ray was performed and noted no obvious anomalies. The lead configuration was reprogrammed to distal coil to can and the remote home monitoring alert value was increased. The physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service. Additional information was received that this rv lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.